Event description:
A customer reported obtaining a reading on their precision xtra meter that was higher than they felt. The customer obtained a reading of 5.3 mmol/l at 8:30am, 10 minutes later the customer experienced symptoms of hypoglycemia and felt very shaky. The customer's husband called the paramedics who took a comparison reading at 8:55am and obtained a reading of 2.9 mmol/l. The paramedics treated the customer with hypostop and glucose that was administered orally. The customer was also given toast and jam to counteract the event. The customer was taken to a hosp for observation and diagnosed with severe hypoglycemia. The customer was released from hosp later that day. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range spec.